Manufacturer narrative:
Not returned. The pt passed away and the device was explanted. This device is part of the insignia microcrystal population described in the physician communication on 9/22/2005. The pt's family has decided to keep the device and not return it for analysis. As a result, boston scientific is unable to confirm any allegations against this product, including if the device exhibited the advisory behavior. No additional info is available at this time. This event will be reopened if any additional info is received.

Event description:
Boston scientific received info that the pt with this pacemaker passed away. The cause of death is unk. The daughter of the pt wanted to know what happened from the time of the last check up until the time of death. A boston scientific technical services (ts) consultant suggested that she could either have the pt's physician interrogate the device or she could return the device to us for analysis. She stated that she would like to keep the device, and she will visit the pt's physician.